Event description:
During an ins replacement surgery the plug component was missing from the package. A different kit was opened and the plug was used from that kit. Implant went well and impedances tested normal intra-op.

Manufacturer narrative:
(B)(4).